Event description:
It was reported the patient felt stimulation at the implant pocket site, whereas they normally felt stimulation in the ¿private area.¿ it was unknown how long this had been happening for. At the time of the call, the device was on at 5.6v on program 1. The patient changed to program 2 at 7.0v and they felt stimulation in the vagina/rectum area. It was noted the patient was going to decrease stimulation because it was ¿too high,¿ but the programmer batteries were low. It was stated the patient would replace the batteries and lower it. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4), product type programmer, patient product ID: 3093-28 lot# va083g4 implanted: (B)(6) 2013, product type lead (B)(4).